Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection with implantable pulse generator (ipg) protruding out from implantable pulse generator (ipg) site. The ipg system was explanted. No further patient complications have been reported as a result of this event.